Event description:
Information provided states that during the case the surgeon turned the torque t-handle clockwise to tighten the set screw. At that time the torque broke and fell apart resulting in a delay in the case. There were no adverse effects to the patient.

Event description:
Information provided states that during the case the surgeon turned the torque t-handle clockwise to tighten the set screw. At that time the torque broke and fell apart resulting in a delay in the case. There were no adverse effects to the patient.